Manufacturer narrative:
Corrected information: it was reported that during the procedure, the hub separated from the sheath. The physician used another device to successfully complete the procedure. (B)(4).

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor balkin guiding sheath was used in a thrombectomy. It was reported that during the procedure, the seal was found to be leaking blood at the connection of the valve and the proximal end of the sheath. The physician used another device to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The blood loss experienced by the patient was not excessive and did not require any additional treatment. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A flexor balkin guiding sheath with an inserted dilator was returned for investigation. The check-flo proximal fitting was separated from the shaft of the sheath. The flare did not appear to be damaged or distorted. The flare passed through the large lumen of the flare gauge but not the small lumen. The connector cap accepted was within specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record of the finished product shows no nonconforming events. There were no other reported complaints for this lot number. Based on the available information, examination of the device, and the results of our investigation, the root cause of the reported issue is unable to be determined as it may be attributed to the patient¿s clinical condition, and/or the healthcare professional¿s technique/procedure, and/or the malfunction of the device. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.